Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaw1395 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that leaking occurred at the 2cm mark on the white hub of a triple lumen hf PICC. No harm to patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the power PICC was confirmed, and the cause appears to be use related. One 5 fr t/l power PICC was returned for investigation. The t/l tubing extended 42.5cm from the distal end of the trifurcation. Tape residue was observed on the extension legs. A 4mm longitudinal split was observed between the 2 and 3 cm depth marks, which was approximately 3.5cm from the distal end of the trifurcation. A 4mm longitudinal split was observed between the 2 and 3 cm depth marks, which was approximately 3.5cm from the distal end of the trifurcation. The adjoining surfaces of the split tubing were noted to be granular. The material exhibited evidence of deformation from expansion since the edge of the tubing along the split was noted to be wavy. The characteristics of the observed damage are consistent with rupture due to over-pressurization. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. A functional test revealed that fluid leaked from the longitudinal split when the lumen with the white luer adaptor (non-power injectable) was infused with water. It is unknown if this lumen was inadvertently used for a power injection. The IFU warns, ¿use of lumens not marked ¿power injectable¿ for power injection of contrast media may cause failure of the catheter.¿ the wall thickness around the lumen with the white luer adaptor was found to be within specification. A recommended flushing and maintenance procedure is provided in the IFU to prevent occlusions within the catheter and damage to the device. The IFU states, ¿if resistance is met when flushing, no further attempts should be made. Further flushing could result in catheter rupture with possible embolization. Refer to institution protocol for clearing occluded catheters.¿